Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 (air in line) which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and had home patient (hp) close all clamps then cycle power to clear the alarm. The tsr advised the hp to discard supplies and finish with manuals or start over with new supplies. The tsr advised the hp to inform the registered nurse (rn) of the alarm. There was patient involvement. Product surveillance contacted ome patient (hp) on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she did a manual exchange that night to complete therapy. The hp discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The problem could not be confirmed due to a lack of sample therefore the root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.